Event description:
Right knee revision due to femoral rotation an patella tilt. Patient bone quality is good and there was no issue with components. Surgeon said this was a placement issue that caused the revision. Tibia and patella stayed implanted. X-rays available.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown size 5 triathlon cr femur. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.